Event description:
It was reported that during a procedure the tips of the jaws broke off and fell into the patient. The tips were retrieved thru the trocar. Another device was used to complete the case with no patient consequence.